Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve devices were received for evaluation; 12 events were confirmed during testing. Ten devices were found to be affected by corrosion of the safety bar. One device was found to be affected by a corroded trigger assembly. One device was found to be affected by a dislodged component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.